Event description:
It was reported by the customer during use that cardiosave intra aortic balloon pump (iabp) display was going into shutdown and showing a temperature warning alarm.there were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d10 and h6 (component codes - the component code should remain blank because the part was replaced as a precautionary measure).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Due to character limit:(event site name): (B)(6) hospital. Additional information- e1 (initial reporter): (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they verified no significant errors were present in the logs. Additionally, they were unable to duplicate the problem, they did replace the compressor temp probe as precaution. Device passed the performance and safety checks according to factory specifications. Based on the device evaluation, the failure mode was not confirmed, as there were no non-conformance's identified. The part was replaced as part of precaution.

Event description:
It was reported by the customer during use that cardiosave intra aortic balloon pump (iabp) had system over temperature alarm. There were no patient harm or injury was reported.